Event description:
It was reported that the pump had trouble detecting the amount of insulin in the cartridge. It was also reported that customer had multiple cartridge alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate form of insulin therapy. No further information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump had trouble detecting the amount of insulin in the cartridge. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate form of insulin therapy. No further information was provided.